Manufacturer narrative:
Based on the results of the investigation, the leakage appears to be caused by damage to the tubing set which occurred sometime during use. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 6/4/2007 and a review of complaints. No patient injury.

Event description:
A user complained that a curlin administration set was leaking. There was no patient injury.